Manufacturer narrative:
(B)(4)

Event description:
It was reported that a remote alert indicating patient received inappropriate shock due to atrial fibrillation with rapid ventricular response. The rhythm returned back to sinus rhythm after the therapy. New medication was administered and patient is in sinus rhythm. No further inappropriate therapy was observed. Patient has reported experiencing shortness of breath during physical activities, which attributed being in decompensated heart failure state and is also being treated for this condition.